Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that in a follow-up appointment, the patient complained of pain around the left side of glans and inflation difficulties because the inflatable penile prosthesis (ipp) pump had twisted. In addition, the patient has sensitivity around the scrotal area. The physician assessed the device and tried to reposition the pump, but despite that, it was difficult to inflate because the pump would collapse with most activations. The physician believes that the pump needs to be replaced.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that in a follow-up appointment, the patient complained of pain around the left side of glans and inflation difficulties because the inflatable penile prosthesis (ipp) pump had twisted. In addition, the patient has sensitivity around the scrotal area. The physician assessed the device and tried to reposition the pump, but despite that, it was difficult to inflate because the pup would collapse with most activations. The physician believes that the pump needs to be replaced.